Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the maryland bipolar forceps instrument had an electric flash and burn on the tip of the instrument. The maryland bipolar forceps instrument was immediately removed and replaced with another. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps instrument was inspected visually and had no issues. The instrument tip was burned after the arcing event. The cannula was inspected prior to use. The instruments were connected properly and there are oriented slots. A generator dedicated to the system was used. The instrument was in use for half an hour or even ¾ hour prior to the arcing event. The monopolar curved scissors instrument, the maryland bipolar forceps instrument, the prograsp forceps instrument, and endoscope were in use when the arcing event occurred. The instrument tip(s) did not touch any staples, clips, or sutures while energized. The instrument jaws were not immersed in liquid, but a small amount of charred tissue was present. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The electrical flash occurred between electrodes. The surgical task being performed when the event occurred was dissection. The type of energy that was activated when the electrical flash occurred was bipolar.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed. The instrument was found to have thermal damage on the bipolar yaw pulley. As a result, the electrode is exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.